Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that therapy issue. The patient stated they were urinating four times each night and needed assistance setting up the therapy. Patient mentioned they were redirected by their doctor to call manufacturer and that the last adjustment made 4-5 months ago did not help. The agent reviewed considerations for therapy optimization and provided general programming guidance. The agent walked the caller through connecting to the ins and increasing stimulation. The patient was able to connect to the ins and observed that MRI mode was activated and the therapy was turned off. The agent instructed the patient to deactivate MRI mode, turn the therapy on, and increase the amplitude. The patient confirmed they felt stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and was redirected to their healthcare provider (hcp) if sympto ms persist.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.